Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's husband to test the alert functionality and reported alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4).